Event description:
The clinic reported that a laser vision correction patient presented with an epithelial ingrowth approximately fifteen months following a lasik enhancement procedure. The patient's flaps were lifted and the epithelial ingrowths were removed. The patient was examined one day post op and the patient's uncorrected visual acuity (ucva) was 20/25, with an excellent flap condition.

Manufacturer narrative:
Epithelial ingrowth. The clinic is reporting the patient's outcome only and did not request field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.